Event description:
It was reported that during an unknown procedure, the device did not fire correctly, articulator misaligned. There were no patient consequences. Case completed with another device of the same product code. Additional information: on what tissue type was the device used? At what location on the tissue? N/a, n/a. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) N/a. What color cartridge was being used? N/a. What other color cartridges were used before and after this event? Same color. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not sure. Were any unexpected noises heard? If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Articulation gear teeth the analysis showed that the ats45 device was received with the articulation mechanism damaged and without a cartridge present. The device was tested for functionality with test reloads on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.